Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional details were received nine months after the initial observations were reported stating that shocking impedance was still high and was currently at 155 ohms. A boston scientific technical services consultant discussed the clinical observations with the caller who stated they will continue to monitor this patient for now. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
Additional details were received that the shocking impedance has continued to rise and was 175 ohms. The physician tested different vectors and all vectors produced high impedance. The patient hasn't had any episodes and the physician decided to program the device to monitor only (mo) mode due to the patient's improved ejection fraction (ef). The patient was agreeable and didn't want to undergo another procedure which would involve a lead extraction. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurement greater than 125 ohms. Additional information was unable to be obtained. This device and lead remains in service. No adverse patient effects were reported.

Event description:
--